Event description:
During follow-up, the device was not programmed to MRI settings and was found in back-up mode following an MRI procedure, resulting in loss of high voltage therapy. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.